Event description:
It was reported that the patient woke one night and experienced a burning pain sensation at the spinal cord stimulation (scs) implantable pulse generator (ipg) pocket site. The patient also felt more burning pain when charging the ipg and can only tolerate it for ten minutes. The patient has lost weight; however, it was not thought to be contributing to the pain. The patient was prescribed lidocaine patches and was advised to turn the device off. The database analysis performed was unable to determine the root cause of the burning sensation since the provided impedance measurements were all within range and the ipg thermistor was not triggered in any of the recorded charging sessions. However, 48 hibernation events have been recorded, 2 of which occurred since the start of (B)(6) 2025. Additionally, stimulation was manually turned off a few times for extended periods when program 2 was in use.

Event description:
It was reported that the patient woke one night and experienced a burning pain sensation at the spinal cord stimulation (scs) implantable pulse generator (ipg) pocket site. The patient also feels more burning pain when charging the ipg and can only tolerate it for ten minutes. The patient has lost weight; however, it was not thought to be contributing to the pain. The patient was prescribed lidocaine patches and was advised turning the device off. The database analysis performed was unable to determine the root cause of the burning sensation since the provided impedance measurements were all within range and the ipg thermistor was not triggered in any of the recorded charging sessions. However, 48 hibernation events have been recorded, 2 of which occurred since the start of (B)(6) 2025. Additionally, stimulation was manually turned off a few times for extended periods when program 2 was in use. Additional information was received that burning sensation is a dull ache even when the device is off for long periods and the lidocaine patches were not used.